Event description:
A us distributor contacted zoll to report that battery pack sn (B)(4) was unable to power on a monitor.

Manufacturer narrative:
Evaluation: device evaluation of battery pack sn (B)(4) was completed. The reported problem (will not power up monitor) was confirmed. Upon investigation, the battery was unable to charge or power on a monitor. The cause for the battery failure was isolated to an open fuse. The cause for the open fuse was unable to be positively identified, but is likely due to excessive current. The root cause of the excessive current could not positively identified. No adverse event resulted from the defective battery pack.